Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet stuck in row 9 in the reported problem area of the pipetter assembly. The fse cleaned the collet in row 9. The instrument was inspected, tested without further problem, and returned to service.